Event description:
Medtronic (B)(4) company issued a recall plan to recall 80 sets of pulsar ii generators imported to (B)(4) during (B)(4) of 2014, which were made by medtronic (B)(4). The defect described in the recall plan was few samples failed to pass surge immunity test (B)(4). Also the company disclaimed such failure had not happened in other countries. But no information on this recall was found in FDA resources. As 80 sets are enough to demonstrate there may exist systematic defects in its manufacturing procedures of the products, we would like to report to FDA for further investigation on the recall in (B)(4) and its quality issue to pass emc related standards.